Event description:
The patient presented with a burn on the left leg following a v-ipl treatment. Sinclair has requested details regarding treatment and device parameters. Information on the additional treatment is currently being collected. Severity of the burn was confirmed by images provided of the affected area.

Manufacturer narrative:
Device investigation is ongoing.